Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that there are frequent co2 occlusions noted on the customers monitor and then the waveform is lost. The co2 line crimped. No patient injury reported.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. The lot number was not reported by the customer; therefore, a device history record (DHR) review could not be performed. The supplier reports that there were two similar complaints for the etco2 cannula that were caused by clogging of the co2 lines. As the co2 line was over inserted to the stopper of four-hole connector or luer connector, the line was extruded and became smaller, thus the glue clogged the line. The root cause analysis reported by the supplier: as the co2 line was over inserted to the stopper of four-hole connector or luer connector, the line was extruded and the inner diameter became smaller, thus the glue clogged the line. The insert depth is not defined clearly in the figures of the work instruction (wi) and quality inspection process (qip) for adhesion. In production, not all of the etco2 cannulas are functionally inspected but sampling once every 3 hours. Other remarks: corrective action taken: place a sign on site to show insert depth. Check the storage and pick out the over inserted cannulas. Update wi and qip to control insert depth. To set up a 100% occlusion test for the cannulas to ensure the function since next order, lot# 160421.

Event description:
The customer alleges that there are frequent co2 occlusions noted on the customers monitor and then the waveform is lost. The co2 line crimped. No patient injury reported.